Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced decreased blood pressure and a moderate size pericardial effusion with fibrinous material in the pericardial space. Pericardial drainage was performed. The right atrial (ra) lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.